Event description:
An ipp device was implanted on 12/4/92. A connector was revised on 8/2/96. The entire device was removed from the pt on 10/25/96, due to fluid loss, and replaced. Add'l lot/ser#: 6775p 013.